Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) paired with the dexcom app but failed to pair with the ilet; the user was guided to disable bluetooth, toggle the ilet cgm settings, and reenter the pairing code, with education on pairing timeframe. No adverse clinical symptoms reported. Outcomes included no injury and no alerts or alarms. User support included remote troubleshooting and user education. Investigation of this case revealed a pairing connectivity issue between the cgm and the ilet with no hardware damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user-interface and connectivity factors resolvable through reconfiguration and reattempted pairing.